Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient called 911 due to being in a ¿bad shape.¿ she was experiencing dizziness, dehydration, and was unable to speak or walk. Upon arrival, the ambulance team checked her blood glucose (bg), which was found to be significantly elevated and notably different from her dexcom reading. However, she was unable to recall the exact values of the bg and also the sensor reading due to her condition at that time. Prior to this event, she was getting jumpy and fluctuating readings (didn't provide exact values). The reading cgm was 41 mg/dl and the bg was 396 mg/dl on (B)(6) 2026. While in the ambulance, she was treated with intravenous saline. Upon arrival at the hospital, her blood glucose level was measured at approximately 500 mg/dl. She still could not recall the dexcom reading during that time. She was then treated with intravenous insulin. Multiple tests were conducted, and clinicians observed rashes on her hands, initially suspecting sepsis. However, it was later determined to be a different type of infection. She was treated with three different intravenous (IV) antibiotics, though she could not recall their names. During the night, she experienced an allergic reaction to the antibiotics and requested that the treatment be stopped. She was discharged the following day on (B)(6) 2026 after spending more than 24 hours at the hospital. Her blood glucose levels had returned to normal, although she did not remember the exact values. She was prescribed cephalexin 500 mg for her rashes and was advised to temporarily discontinue using her insulin pump and instead manage her insulin with manual injections of novolog and lantus. However, due to difficulty sleeping and discomfort without the pump, she consulted her doctor and was later given approval to resume using both her insulin pump and sensor. At the time of the call, the patient was feeling fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. There were no reported glucose values available to search within the parkes error grid calculator from (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. No additional patient or event information is available.